Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted 2 empty syringes of 1.0ml were received without cap nor needle. A crack is observed at the 3mm luer lock on both syringes. Device labeling addresses the reported event(s) as follows: method of use ¿ posology. Juvéderm® volbella¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported both injectors in a box of juvéderm® volbella¿ with lidocaine were broken. There was patient contact. No injury to patient or injecting physician.